Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. What is the procedure name? What is the procedure date? What date did the reaction occur on? What does the reaction look like and how large of an area does the reaction cover? Do you have any pictures of the reaction? It was noted steroids both orally and topically given to treat each patient reaction. Was there any other medical or surgical intervention performed (product removed; re-operation; re-closure)? If so, please clarify. Please describe how the adhesive was applied. What prep was used prior to, during or after prineo use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Were any patch or sensitivity tests performed? Patient demographics: initials / ID, gender, age or date of birth; bmi. Patient pre-existing medical conditions (ie. Allergies, history of reactions). Has the patient previously been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Can you identify the product lot number of the product that was used? What is the current status of the patient? No product will be returned. Note: events reported on mw# 2210968-2021-02642, mw# 2210968-2021-02864, mw# 2210968-2021-02865, mw# 2210968-2021-02867, mw# 2210968-2021-02868, mw# 2210968-2021-02869, mw# 2210968-2021-02870, mw# 2210968-2021-02871, mw# 2210968-2021-02872. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date and topical skin adhesive was used. Post operatively, patient had severe skin reaction with extensive tissue reaction. Removed adhesive. Patient started on steroids both oral and topical to treat the reaction. Additional information has been requested.